Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device failed an unknown test performed by a specific hospital. It is unknown what equipment was used in this failed evaluation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 1031 was identified during a review of the event history log. Visual inspection was performed. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed with no issues noted. The cause of the condition was determined to be software eproms. The software eproms were reprogrammed to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.